Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01394, 3006705815-2020-01424. It was reported the patient was unable to set ipg into MRI mode due to the lead pulling out of the header causing high impedance and shocking at the ipg site. Ipg was replaced which resolved all issues. Note: it is unknown which lead was pulled out, as such both leads are being reported.